Event description:
The distal end of an asap aspiration catheter from merit medical separated from the rest of the catheter. All parts and equipment did come out of the body with the removal of additional equipment (wires, catheters). No parts were left in the vessel or patient. No harm to the patient. FDA safety report ID # (B)(4).